Manufacturer narrative:
Analysis & conclusions: mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer stated positive accula result (B)(6) and then negative (B)(6). No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed no adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer stated positive accula result jan 31 and then negative feb 2nd, and feb 3rd. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.